Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as burning sensation, redness and open skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removing the lv for the skin irritation. Follow up indicated that the skin irritation improved.